Event description:
A malfunction was reported by the caller on their insulin pump, identified with malfunction code 12, and no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, but later decided to send a replacement pump with updated software due to repetitive faults. The customer reverted to an alternate method of insulin therapy.